Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that prior to a percutaneous coronary intervention (pci) procedure, noise issues occurred. During platforming of the 1.25mm rotablator rotalink plus unit, the physician noted "the drilling noise was different". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the 1.25mm rotablator rotalink plus unit revealed a torn sheath.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the rotablator catheter unit was performed as the advancer unit was not returned. Examination of the catheter unit revealed the sheath was torn/split 23cm from the strain relief. Blood was noted throughout the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states, "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).